Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate reading of either ¿140 or 160 mg/dl.¿ this complaint was classified based on the customer care advocate (ca) documentation. The patient was unavailable to further questions about the incident. The patient claimed that due to the alleged inaccurate readings on the subject meter, he required treatment with food/drink at the emergency room on the morning of (B)(6) 2014. There was no report of any action taken based on the reported readings. The patient reportedly did not have any symptoms. The patient manages his diabetes with metformin and novalog 70-30 insulin. During troubleshooting, the patient confirmed that the unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient required medical intervention suggestive for hypoglycemia while he managed his diabetes with the lfs product. The lfs product was replaced and requested back for investigation.